Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the proximal left anterior descending artery (plad) with the xience v stent. On (B)(6) 2010, the patient had increasing dyspnea on exertion over the last few months, related to congenital aortic valve insufficiency. On (B)(6) 2010, the patient underwent surgery for a valve replacement and also had coronary artery bypass graft surgery which involved the plad. On (B)(6) 2010 the event resolved and the patient was discharged. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported re-stenosis is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.